Manufacturer narrative:
(B)(4). D10 - medical product: articular surface fixed bearing posterior stabilized (ps) catalog # 42522400513 lot # 63772113 all-poly patella catalog # 42540200029 lot # 64969221 tibia cemented 5 degree stemmed catalog # 42532006702 lot # 64929669 h3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2023-00184. Product location unknown.

Event description:
It was reported patient underwent a revision procedure seventeen months post implantation due to stiffness and pain. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. H6: suggested comp code: mechanical (04)- femur. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause for the loosening noted for the tibial implant is unknown. Medical records review indicates there is pain, decreased daily activities, ambulating short distances, synovitis, capsular thickening, tibial tray was completely loose. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. D10 - medical product: refobacin bone cement catalog # 110034355, lot # az33ad1403. Multiple MDR reports: 0001822565-2023-02002.

Event description:
It was reported patient underwent a revision procedure seventeen months post implantation due to pain, decreased daily activities, and ambulation difficulties. During the revision it was noted, patient had synovitis, loose tibia and cement fragments. Attempts to obtain additional information have been made; however, no more is available at this time.